Event description:
Reporter alleged discrepant back to back results on the advantage system of hi, 443, & 204 mg/dl when all tests were performed within 10 minutes. Customer stated not having any hypoglycemic symptoms during the time of testing. No actions were taken or treatment received reportedly. A request was made for the return of the suspect and replacement product was sent.